Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported load point 3/4 when not present, which was reproduced during evaluation. A review of the event history log identified load point 3/4 when not present. The cause was determined to be a force sensor being out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump detected a set in load point 3/4 when not present. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information g4: the correct date received by the manufacturer is 04/24/2020 which was originally submitted for this event under a duplicate report number 1314492-2020-01647. All relevant information will remain under this report 1314492-2020-02432.

Manufacturer narrative:
The initial date the manufacturer was aware of the event was (B)(6) 2020 (submitted under a duplicate report number 1314492-2020-01647). All relevant information will remain under this report 1314492-2020-02432. The date the manufacturer was aware of the incorrect date is (B)(6) 2020.